Manufacturer narrative:
Additional information received february 25th, 2020: it was reported the customer delivered insulin via pump bolus resulting in a decreased blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, the customer experienced decreased blood glucose of 36 mg/dl which was addressed with oral treatment.